Event description:
It was reported that the device could not be interrogated. The clinician used multiple programmers and repositioned the wand multiple times. The battery voltage had dropped to near eri in (B) (6) of 2009. It was noted that the device may have reached eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined. .